Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, peri-implantitis, inflammation. Placed 4 implants that day, 1 failed.